Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer had a seizure and was hospitalized. Customer had allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. A blood glucose level was not provided. Customer declined to provide further information. Date of event is approximate.